Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received a cartridge alarm 19 when attempting to deliver a bolus. The customer was able to load a new cartridge successfully. Then, the customer received an altitude alarm. The customer's blood glucose level was 282 mg/dl, which was addressed with manual injections. Reportedly, there was a delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery.